Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as change of caregivers. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as onset, the patient was hospitalized for the peritonitis event. On the same day, the patient was treated with cefazoline 2 gram per day for ten days, (route not reported) and intraperitoneal gentamicin 80 mg per day for ten days. The same day the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapies were ongoing. On an unreported date, a new caregiver was trained on proper aseptic technique. No additional information is available.